Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a minimally invasive transanal rectum procedure. On the third firing, the stapler did not fire. It was replaced with another handle, and the procedure was completed. No patient injury or extension in surgical time. Patient status is no problem.